Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and the procedure could be completed by using mobile c-arm. A philips field service engineer (fse) went onsite and confirmed that the shutter was not available, causing the c-arm to stop. The system log file examination showed that the detector's bodyguard interface board (bib) was not communicating (ethercat issues). Troubleshooting found that the bib had power, but there were no signals in the communication board light, and the bib had a safeguard issue. To resolve the reported issue, the fse replaced the clea3 cable outlet cover and c-arc bodyguard interface box. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.